Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 (air and fluid in set) occurred during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during dwell four of five. There was a loose connection on the supply bag. There was no patient injury or medical intervention associated with this event. No additional information is available.